Event description:
Information was received from the patient with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that their device would not charge and did "goofy things". The patient said she charged it but it was not working right. The patient stated she was still feeling stimulation, not a lot but can feel some stimulation in her legs. Patient used implantable neuro stimulator recharger (insr) on the call. It was showing insr charging screen. Green button was pressed and reposition antenna screen was seen. The last time the patient charged was end of (B)(6) 2017. The patient was asked to use the programmer. Patient said she never used the programmer. Patient used it on the call and it did not power up. Patient inserted batteries and was able to connect. The patient programmer showed warning screen "charge ins". Patient instructed to use insr again and tried connecting again. Patient was able to get ins charging screen and had all coupling bars. Ins was off. It was reviewed that the patient need to charge to at least 25% and then turn ins back on. The patient stated until the call she had no coupling bars, and when ins is almost empty it takes a long time to fill the battery back up. The patient also reported that is seemed like the ins moved around. She noticed it last time she charged. The patient indicated that every time she moves antenna around the cords get all tangled up. It was reviewed that this could be the reason why it was not connecting and why she had no coupling bars. The patient also reported she could not feel stimulation one time . The patient indicated that she has tremendous problems with her lower back. The patient's last fall was (B)(6) 2017. The patient was told to follow up with their health care professional (hcp). No further patient symptoms or complications were reported in this event.